Manufacturer narrative:
No sample or lot number information was received by manufacturing in which to evaluate. All batches are released according to the required specifications. Additional information was requested. (B)(4).

Event description:
A health care professional reported that two patient presented post operatively with endophthalmitis in conjunction with the use of viscoelastic product. The patients' status was reported as controlled. Additional information has been requested.